Manufacturer narrative:
The consumer was using the rollator and sat down on the seat, when unit allegedly collapsed and he fell to the ground. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. No serious injury has been reported. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer states when he sat on the seat of the rollator, the seat allegedly collapsed, causing him to fall to the ground. No serious injury is alleged.